Manufacturer narrative:
Product event summary: the battery and controller with unknown serial numbers were not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. There is insufficient information regarding the reported battery malfunction event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. Additional products: heartware ventricular assist system ¿ battery model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk; UDI #: device available for evaluation?: no. Mfg date: unk; labeled for single use?: no. (B)(4). This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery malfunctioned and triggered a controller fault alarm on the controller as a result of the controller internal battery reaching end of life. The controller and battery were exchanged. No patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.